Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The ge reported that the system likely exhibited shut down requiring a reboot. There is no report of death or serious injury.